Event description:
As reported by the user facility (translation of user facility information by (B)(4)): nurse received needle stick injury. She went to cannulate pt; however, device failed to activate and she injured herself. Sample was disposed of in sharps bin; however, originally packed sample from same batch is being sent for investigation. Ref MFR report: 9610825-2013-00095.